Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On (B)(6) 2015, rv defib impedance rose to 254 ohms up from a trend in the 46-54 ohm range. Lead alert on (B)(6) 2015 for rv defib lead impedance out of range (oor) high. (B)(4).

Event description:
It was reported that a lead alert was triggered. The patient's right ventricular (rv) lead exhibited elevated high-voltage b impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.